Event description:
The dentist reported that when taking an impression at implant level on tooth position #7, the implant restoration in tooth position #10 came out in the impression material and it was discovered that the screw had fractured. The dentist stated that the fracture left the remaining screw threads within the implant.

Manufacturer narrative:
Visual inspection of the product as returned has confirmed that the screw has fractured along the threads. The hex of the device has been damaged but does not appear stripped. Visual inspection in comparison to the drawing did not provide indication of a manufacturing deviation that would contribute to this event. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.